Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that patient presented to ER for dizziness. Dr. Said his EKG shows a ventricular rate in the 30's. Assessment of observation/device function: latitude consult interrogation shows trending high ventricular impedances since (B)(6) 2020 from about 500 to presently about 900 ohms. Auto threshold is not on to see thresholds. Presenting egm shows as vp with a visible underlying intrinsic ventricular signal of 33 bpm. Further review with a rep was recommended.